Event description:
The customer reported that some of the pts have rec'd burns at the electrode contact sites of the skin.

Manufacturer narrative:
The customer reported that some of the pts have rec'd burns at the electrode contract sites of the skin. The info provided is not enough for philips to conclude that these were serious injuries. No info was provided indicating emergent care, hospitalization, or any disability. Customer was not sure if it was the monitors, or the electrodes that were causing the burns. The customer asked philips to perform a safety leakage test on the monitors. The philips field service engineers went onsite to investigate the issue. They tested the monitors in question for current leakage and for proper grounding. The monitors met all of their specs and the fses could not duplicate the issue. Philips fses noticed that the customer was using non philips conmed neotrode and kendall puppydog disposable electrode leadsets. The available info does not support a malfunction with philips devices. The info available to philips does not identify an energy source capable of causing burns. Philips informed the customer of our findings. No other calls were logged and no further investigation or action is warranted.